Event description:
Affiliate reported that after a MRI the clock setting was disturbed. The patients pump stopped and then reset. The patient then noticed an alarm indicating the pump was empty. The patient experienced symptoms of over dose, apathy and weakness. As a result the device was removed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the available transaction logs of the pump serial number (B)(4) were analyzed. There are discrepancies observed between the volume that has apparently left the pump (fill level sensor (fls) readings) and the volume that should have left the pump according to the programmed flow rate. The reservoir seems to become empty too fast. Data was extracted from the pump. The data collected and analyzed. No anomalies were found. Then the pump was disinfected and was visually inspected: the valve opening times were conforming to expected opening times. Nevertheless sudden effluent weight increases could be observed at each opening of the valve. The reason of those sudden effluent weight increases can probably be attributed to a gas bubble trapped inside the valve. The approximated calculation of the flow rate (not possible to evaluate accurately the flow rate over a period of 1h or 2h) was based on the collected data from the flow rate measurement software. The pump delivered at a flow rate of 1.14 ml/day vs. 0.1ml/day programmed. This corresponds to a flow rate error of +1140 %. After the 4th flow run, the flow rate indicates a complete disappearance of the potential bubble. Note: as indicated above the measurement according to specifications is only used to estimate the flow rates. The complaint was confirmed with the first measurement. In several consecutive measurements with intermittent stop infusion periods the flow rate error completely disappeared. A device history review of the medstream pump s/n (B)(4) (lot: cmfc4w), and the lot was released on may 25th 2011. No probable root cause could be determined for the moment. CAPA has been initiated to investigate the root cause of the infusion irregularity medication observed during the investigation. At the present time we consider this complaint to be closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.